Event description:
Olympus was informed that during a therapeutic colonoscopy polypectomy procedure, a maj-254 device was utilized prior to the intended procedure as a preventative measure for hemostasis. The users reportedly attempted to cut the excessive portion of the loop with the subject device, however, the loop of the maj-254 was said to have become stuck in the tip of the subject device and could not be released. The users reportedly cut the near side of the device, and then withdrew the subject device along with an unidentified model of endoscope. The users were said to have cut the excessive portion of the maj-254 loop with an unidentified spare loop-cutter. The procedure was said to have been completed. The patient reportedly was in a stable condition.

Manufacturer narrative:
The device referenced in this report was returned to the original equipment manufacturer for evaluation. The OEM has concluded there was no abnormality observed. Based upon the results of the investigation, the OEM concluded that the cause of the reported phenomenon was attributed to the users attempt to cut the loop of the maj-254 while the loop had been not positioned correctly on the loop hanger. The cause of the reported event could not be conclusively determined. This report is being submitted as an MDR in an abundance of caution.